Event description:
Reporter called with claim that the string from the last two tampons broke while her daughter was removing them. No injury was reported.

Manufacturer narrative:
(B)(6) 2021: no failure could be identified as a result of the investigation.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Reporter called with claim that the string from the last two tampons broke while her daughter was removing them. No injury was reported.